Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a change sensor, and sensor updating alert. The customer reported a blood glucose value of 400+ mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump, and manual injection/insulin pen. The customer experienced bleeding. The event involved product(s) mmt-5120ma, mmt-1884, unomedical, and unk_reservoir. Troubleshooting was performed for the change sensor alert, and the sensor securely taped to skin and is still in place. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for the site issues, and the customer not received medical treatment as a result of the site issue. No further patient complications were reported. No product return is required for mmt-5120ma, mmt-1884, unomedical, and unk_reservoir.frn-unk-rsvr, unomed set, sfi-mmt-5120ma- snsr